Event description:
It was reported that the infusion set cannula did not insert fully into the site on (b)(6)2026 which led to high BG and the patient was treated with correction bolus via pump.

Manufacturer narrative:
Initial 2 of 2.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.